Event description:
This customer reported that monitoring parameters were lost during the care of a pt. The customer has alleged a serious injury.

Manufacturer narrative:
(B)(4). This customer reported that monitoring parameters were lost during the care of a pt. The customer has alleged a serious injury. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.